Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire on mega suturecut needle driver instrument broke while suturing. The procedure was completed with no reported injury. On 12/17/2024, isi contacted the nurse and obtained the following additional information about the complaint: the mega suturecut needle driver instrument was inspected prior to use. There was nothing out of ordinary to be observed. The reported instrument did not collide with other instrument or tool during procedure, the issue was not related to opening/closing of the grips ; left/right motion of the grips ; up/down (pitch) motion of wrist. There was 1 cable protruding from distal end of instrument. No fragment fell into patient's anatomy. The instrument is available for return.